Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as manufacturer related. During visual evaluation no issues were observed for the reported problem. Per functional evaluation, the catheter balloon was inflated with air and water using a syringe and difficulty was felt during inflation. The balloon was then cut and the notch was found to be partially perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that during the pretest, the balloon did not inflate as water was being injected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the balloon did not inflate as water was being injected.